Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 25mmol/l, with nausea and vomiting, associated with an alleged cartridge issue. Reportedly, the patient remained on the pump, and was treated by a non-healthcare provider with insulin via injection. During troubleshooting with customer technical support, it was revealed the patient was unable to fill the cartridges with insulin and inadvertently filled them with air, and injected themselves with it. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a cartridge issue.